Event description:
It has been reported to philips that the flexvision pc would not turn on. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the cause of the reported problem is the flexvision pc. Review of the system log file showed that flexivision pc was malfunctioning. The philips fse replaced the flexvision pc and set back up again. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.